Manufacturer narrative:
The complaint device was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta) of both sides of the iliac artery, it was reported that a 3mmx2cm saber pta catheter was delivered to and inflated at the lesion but ruptured at nominal pressure at its initial dilatation. Therefore, it was removed from the patient and another new balloon was used instead. The procedure was finished successfully. There was no patient injury reported. The device was clinically used and will be returned for analysis. The rate of stenosis was 100% (cto). After the lesion was crossed with a guidewire, the saber pta catheter was delivered to and inflated at the lesion. However, it ruptured at nominal pressure during its initial-dilation.

Manufacturer narrative:
Addendum (06-mar-2015): additional information was provided by the affiliate. The device was used for a pta of the aorta. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch or hoop. There was no difficulty removing the balloon sleeve. There was no damage noted on the balloon sleeve. There was no difficulty advancing the guidewire and device to the target lesion. The maximum inflation pressure was 18 atmospheres (atm). The device was inflated one time. There were no kinks noted on the device prior to, during, or after use. No force was required when using the device. Multiple attempts were made without success to verify the target lesion. Complaint conclusion: during a percutaneous transluminal angioplasty (pta) of both sides of the iliac artery, a 3mmx2cm saber pta balloon catheter was delivered to and inflated at the lesion but ruptured at nominal pressure at its initial dilatation. There was no patient injury reported. Therefore, it was removed from the patient and another new balloon was used instead. The procedure was finished successfully. The rate of stenosis was 100%. After the lesion was crossed with a guidewire, the saber pta balloon catheter was delivered to and inflated at the lesion. However, it ruptured at nominal pressure during its initial dilation. The device was used for a pta of the iliac artery. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch or hoop. There was no difficulty removing the balloon sleeve. There was no damage noted on the balloon sleeve. There was no difficulty advancing the guidewire and device to the target lesion. The maximum inflation pressure was 18 atmospheres (atm). The device was inflated one time. There were no kinks noted on the device prior to, during, or after use. No force was required when using the device. The device was returned for analysis. A non-sterile saber 3mmx2cm90cm balloon catheter was returned. Per visual analysis, no anomalies were observed. A device history record (DHR) review of lot 17098706 revealed no anomalies or non-conformances that can be associated with the reported event. A laboratory sample indeflator device filled with water was attached to the inflation lumen port of the device and it was successfully inflated up to rated burst pressure (18 atmospheres). Neither leak nor burst was observed. The event reported by the customer as ¿balloon-burst-at/below rbp¿ was not confirmed since visual and functional analyses were successfully performed on the returned device. Neither the DHR review results nor the analysis performed suggest that the event reported by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The initial reporter information is currently unknown. (B)(6).